Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock. While on support and following transfer to another facility, the patient arrested shortly after arriving to intensive care unit. The patient was resuscitated for a few minutes before arresting again and was not able to be revived after approximately 30 minutes of cardiopulmonary resuscitation.

Manufacturer narrative:
After further review, it was determined (B)(4) is a duplicate report of (B)(4). Please see (B)(4) for any additional information.